Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 7.2 cm from the connector pin, due to friction with another device, which could of caused the reported noise problem.

Event description:
It was reported that during a merlin.net transmission, noise was noted on the right ventricular lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.